Event description:
The physician's flashcard was received on (B)(6) 2012. The patient's programming history was reviewed; however, the patient's final settings from the available programming history did not indicate that a fault occurred at the patient's last noted appointment on (B)(6) 2010. Follow up with a manufacturer's consultant on (B)(6) 2012, revealed that the physician only has one handheld device that the consultant was aware of. It was also stated that the fault most likely happened on the date of surgery. The surgeon does not keep his hhd charged; therefore, when the patient's device is interrogated just before surgery, a communication error/fault is likely as the hhd battery dies. It was also stated that the surgeon would not provide any information.

Event description:
Review of additional programming history confirms that the change in device settings occurred on the date of generator explant surgery. There was no loss of therapy for the patient.

Manufacturer narrative:
Analysis of programming history performed. Name and address: first name, middle name, last name, phone, fax, occupation: other, corrected data: previously submitted MDR stated that the initial reporter was the patient's physician. Information was received indicating that change in settings did not occur at the physician's office and likely occurred at the surgeon's office. This report is being submitted to correct this information.

Manufacturer narrative:
Analysis of product analysis results performed.

Manufacturer narrative:
Serial #, lot #, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
During review of product analysis results for this explanted generator, it was noted that the device was returned at faulted settings indicative of a faulted system diagnostics test. It is unknown when the settings were changed to faulted settings. It is also unknown which handheld device and software flashcard were involved in the event. Attempts to obtain programming history for this patient are underway, but no information has been received to date.